Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 393.10, synthes lot number: 80009858, supplier lot number: 8009858, manufacturing site: synthes monument, release to warehouse date: 09-jun-2006, supplier: (B)(4), no ncr¿s were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. H3.h6 investigation summary: the customer reported the device was found broken on the wire rack in the implant room. The repair technician reported the device handle is broken. Handle cracked/ broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t-handle, roll pin, ring cover and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 28-june-2019 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, after processed through decontamination, three (3) t-handle chucks was found broken on the wire rack in the implant room. There was no patient involvement. Concomitant device: unknown wire rack (part # unknown, lot # unknown, quantity 1). This report is for one (1) universal chuck with t-handle. This is report 1 of 3 for complaint (B)(4).